Manufacturer narrative:
The e801 analyzer serial number was (B)(6). The sample was requested for investigation.

Event description:
The initial reporter questioned high results for 1 patient sample tested for elecsys ca 19-9 (ca 19-9) on a cobas e 801 analytical unit. The result from the e801 analyzer was 120.0 u/ml. The patient was tested at a different hospital the same day by the snibe method with a ca 19-9 result of 14.8 u/ml. The customer repeated the sample multiple times with dilution on the e801 analyzer: automatic dilution 1:2 = 115 u/ml. Automatic dilution 1:5 = 124 u/ml. Automatic dilution 1:10 = 126 u/ml. Manual dilution 1:2 = 61.4 u/ml. Manual dilution 1:4 = 20.9 u/ml. Manual dilution 1:8 = 16.4 u/ml. Manual dilution 1:16 = 9.12 u/ml. The sample was tested by the dxi method with a result of 9.2 u/ml. The customer treated the sample with 25% polyethylene glycol (peg), and the result was 7.52 u/ml. A different sample used for troubleshooting purposes only showed an initial result of 125 u/ml. After peg treatment, the result was 72.5 u/ml. No questionable results were reported outside of the laboratory, as the high results did not correspond to the patient¿s clinical diagnosis. The customer suspects an interference.

Manufacturer narrative:
Section a2 was updated. The customer's high results were reproduced at the investigation site. Upon further investigation of the patient sample, an interferent against the macromolecular component of the reagent was confirmed. This interference is covered in product labeling. Product labeling states: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation did not identify a product problem.